Manufacturer narrative:
Device investigation narrative - one vulcan generator part number 7210812, was received on may 19, 2016 and confirmed to be serial number (B)(4). A visual inspection was performed on the exterior of product and cosmetic damage was observed on chassis, front bezel and lid. Complaint of shutting down and restarting was confirmed. Product failed self-test on power up with shutting down and an "rf disabled - check return electrode" error message on lcd display. The power output intermittently dies and rf disabled error message appears. Cause of power loss and errors is an electronic component failure on the rf pcb. Unit passed functional testing with a known good rf pcb installed. Product ship date is march 12, 2010. The complaint investigation has concluded that this unit has succumbed to expected wear and tear since product is 6 years old and is in need of non-warranty repair. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a hip scope procedure, the device would shut down and require a restart after the attached probe was activated. A back up device was not available. The surgeon opted to use a competitive device to complete the procedure. No patient injury or complications were reported.